Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the ped-250-20 stent was pushed to go upper into place by marksman. Deployed the tip end of the stent. Deployed the tip end about 8mm in place, but it did not open smoothly. Tried to push the stent to increase tension. The problem still remained unsolved. The stent could not be pushed up or withdrawn. The push rod showed resistance. After several unsuccessful attempts, the stent was withdrawn together with the microcatheter. The ped-250-18 stent was replaced and the surgery was successfully completed. Resistance had occurred in the distal section of the catheter. The pipeline did not become stuck. Catheter damage was unknown. The pushwire was not damaged. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right anterior cerebral artery aneurysm with a max diameter of 3mm and a 2mm neck diameter. Landing zone: distal: 1.5mm and proximal: 2.3mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered with pru level of 0. The angiographic result post procedure was normal. Ancillary devices include a ev3 marksman fa-55150-1030 lot number: 227593584 microcatheter.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex and marksman catheter were returned inside the inner pouch, outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 17.0cm to 29.6cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer's report of "failure to open at the distal end" confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or the user deploying the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate, which rules it out as a potential cause. It is possible that the damaged braid and the braid positioned in the vessel bend contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex was returned stuck inside the marksman catheter. Both the pipeline flex and the catheter were found to be damaged. The observed damage on the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. Possible causes of the resistance during delivery include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. However, the customer reported that the vessel tortuosity was moderate, and a continuous flush was used, which rules out those as potential causes. The cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open and resistance was not determined. The distal section of the pipeline failed to open. The pipeline had been placed in a vessel bend when it failed to open. The blood vessel was slightly tortuous and not placed in the straight section. No additional steps or other devices were attempted to open the pipeline. It couldn't be pushed up nor be withdrawn.